Event description:
This pt was presented to the interventional lab for a stenting procedure of the left subclavin artery in 2003. Vessel characteristics are unknown. The lesion was pre-dilated with a 6x2 balloon at 6 atmospheres and a palmaz stent was placed. There were no reported pt complications. In 2005 the pt came back to the hospital to have a coronary angiogram performed. During the procedure the physician performed an arch aortagram, which revealed a fracture of the previously placed palmaz stent. The physician took a selective subclavian view of the artery to confirm the findings. No additional intervention was performed, as the pt was assymptomatic. There was no harm to the pt.